Event description:
Device implanted (B)(6) 2019 patient back to operating room (B)(6) 2019 to explore for source of bleeding in chest, as patient was showing clinical signs of bleeding with unknown source (to my knowledge, patient did not complain of problems due to the device, reoperation was based on assessment by clinicians). Bleeding was found to be due to tear in lvad outflow graft. End of graft proximal to lvad was cut off, and graft was reattached. Medtronic was notified of the complaint, and they followed up with request of outflow graft lot # on (B)(6) 2019. Previous information was provided to (B)(6), consumer safety investigator. It was requested that this MDR form be filled out. Please feel free to reach out for any additional information that may be needed. FDA safety report ID# (B)(4).